Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an insulin flow blocked alarm. Blood glucose level at the time of the incident was 400 mg/dl. Customer also reported a blood glucose level of 400 mg/dl on the morning of the call. Blood glucose level at the time of the call was 261 mg/dl. The customer reported that the issue was resolved by an infusion set change. The insulin pump was not replaced or returned for analysis; customer was advised that the infusion set would be replaced and agreed to return the product for analysis.